Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain set peep (positive end expiratory pressure) was confirmed, noting that the device displayed an alarm indicating higher peep than set. Ventec replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ecm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.